Event description:
It was reported that a patient underwent a left sided atrial tachycardia ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade treated with epicardial drainage and prolonged hospitalization. It was reported the operator suspected tamponade happened during the transeptal access while using a non-jnj needle. However, it was only detected while doing an electro anatomical map with a octaray mapping catheter. The procedure was stopped and immediately treated the tamponade. The surgery was delayed due to the reported event, and the procedure was not successfully completed. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event was that it happened during a transeptal attempt. The intervention provided was epicardial drainage accessed with echocardiography. The patient required extended hospitalization because of transferred to central hospital; unknown length of stay. The procedural activated clotting time (act) was 350. Two transseptal puncture sites were performed during the procedure 1 attempt and 1 achieved with st. Jude medical (sjm) brk needle. No ablations were performed, and no evidence of steam pop. The flow setting for irrigated catheter used was 1ml/min. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation (no ablation), and no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-oct-2025, additional information was received indicating the patient was female and has fully discovered. Additional information received also indicated the device has been discarded. As such, the code under field h6. Type of investigation has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).